Event description:
Event description guidant received information that at 80.7 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was explanted and replaced with a new guidant ICD.